Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a radial jaw 3 pulmonary single-use biopsy forceps was (to be) used during a biopsy procedure performed on (B)(6), 2010. According to the complainant, during the procedure, the physician met unusual resistance when the device was advancing within the scope. Afterwards the pull-wire was noted to be bent/damaged during biopsy, and the cups would not open and close smoothly. After removing the device, it found that the cups could not open symmetrically. The procedure was completed with another radial jaw 3 pulmonary single-use biopsy forceps device. Reportedly the device was inspected/tested prior to use and no anomalies were noted. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual examination of the returned device found that a piece of the plastic jacket (sheath) was protruding from the device. Functionally, the jaws would open and close within specification with no difficulty and symmetrically. A review of the device history record (DHR) was performed; no anomalies were noted. The condition of the returned incident device was not consistent with the complaint; pull wire bent/damaged. However, a piece of the plastic jacket (sheath) was protruding from the device during evaluation. The most probable root cause is manufacturing and an investigation is underway to address this issue. (B)(4).

Event description:
It was reported to boston scientific corporation that a radial jaw 3 pulmonary single-use biopsy forceps was (to be) used during a biopsy procedure performed on (B)(6), 2010. According to the complainant, during the procedure, the physician met unusual resistance when the device was advancing within the scope. Afterwards the pull-wire was noted to be bent/damaged during biopsy, and the cups would not open and close smoothly. After removing the device, it found that the cups could not open symmetrically. The procedure was completed with another radial jaw 3 pulmonary single-use biopsy forceps device. Reportedly the device was inspected/tested prior to use and no anomalies were noted. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.